Event description:
On (B)(6), the distributor reported that the keypad buttons did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up #1 date of submission 07/03/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2012 with the following findings: evaluation revealed that all keypad buttons are unresponsive. There was evidence of corrosion found under all key contacts. When the keypad cover was removed, a small hole was found below the contrast button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.